Manufacturer narrative:
This event was reported by the distributor. The reported healthcare facility is: (B)(6). Device code: (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used during a procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event.